Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas with an inset 6 mm infusion set and a libre 3+ sensor, including a documented glucose of 46 mg/dl, and required customer support to address ongoing lows and device setup. Symptoms included low blood glucose. Outcomes included urgent low glucose events that were treated with oral glucose. Investigation included remote troubleshooting and education, repairing the ilet with the user¿s phone, supply change with a rewind and priming until drops were observed, and confirmation that the ilet awaited sensor warmup to register weight before proceeding. Investigation of this case revealed no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.